Event description:
The dealer alleges that the front left caster came out of the frame while the patient was using the chair causing the user to fall out of the chair. The dealer states that he put thread lock in the frame to hold the fork but it is not holding.